Manufacturer narrative:
During the processing of this complaint, attempts were made to obtain complete event, pt, and device info. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction: none. Symptoms/ae: death. Time of symptoms/ae: post vessel closure procedure. The following event was reported by the mhra (competent authority): "patient with severe unstable coronary artery disease underwent high risk percutaneous coronary intervention of a saphenous vein graft in 2007. Procedure covered by aggressive anticoagulant drugs. Starclose device deployed apparently successfully in left groin. After transfer back to ward, developed rapid hemodynamic collapse and died despite aggressive resuscitation. Clinical picture during this suggested hemorrhage, although no obvious hematoma at site. Coroner's post mortem revealed massive retroperitoneal hemorrhage on that side. Femoral artery dissected out and examined. The starclose ring was found, but not in apposition to the femoral artery". Although requested, no add'l info was available.